Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was successfully fully recharged within a four-hour cycle, and analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. However, a low charge current was observed on the charging log, as well as the thermistor being triggered, which resulted in a low battery voltage. With all the available information, boston scientific concludes that the issue was confirmed. A low charge current was observed on the charging log, as well as the thermistor being triggered, which resulted in a low battery voltage. These are known factors that may contribute to charging difficulty. The ipg revealed normal characteristics during the visual and functional examination. However, a labeling review found that the user is advised to ensure proper ventilation and correct placement of the charger directly over the stimulator during charging. It is most likely that the user did not correctly align and ventilate the charger and stimulator during charging. Therefore, this investigation is assigned a probable cause of failure to follow instructions. No escalation is required at this time.

Event description:
It was reported that the patients ipg has had difficulty holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure.